Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report wil be submitted.